Event description:
A consumer called to inform us that she received 3rd degree burns on her legs and groin area while using a heating pad. Medical attention was required for her injuries. The consumer stated that she was using the heating pad in bed and she had fallen asleep. She also states that the automatic shut-off feature did not engage, and that the heating pad was still on when she woke up 12 hours later. The instructions for proper use clearly state that this pad is not to be used on or by an invalid, sleeping, or unconscious person. Kaz USA, inc has requested that the product be returned to our company for lab analysis.